Event description:
Additional information: it was reported that when the physician did the impedance check in surgery, there were high impedances (around 6,000 ohms). Every connection was checked and an external neurostimulator (ens) was used to check the lead itself, which still showed high impedance. It was reported that they were "suspicious" about the lead, which was a new lead, so they decided to replace the lead and the new lead worked well (around 2,000 ohms impedance). Impedance information was not recorded at the time, but it was reported that the bipolar and monopolar impedance results seemed to be "close numbers (not double or something..)". It was reported that the 15 mins stimulation check to find impedance unstableness was not done. The lead had not been processed in any way and had been handled with gloved hands for analysis.

Event description:
It was reported that during the surgical procedure, there were high impedances. Both left and right showed high impedances. Both leads were implanted under the left side clavicle. The implantable neurostimulator (ins) and adaptor were reconnected and all electrodes on the left were high (4,000-5,000 ohms) and for the right lead only the c/8 pair had elevated impedances (2,100 ohms). The lead impedances were measured directly with no connected ins and all electrodes showed the 'high' impedances. The physician set up another operation for the left side leads on (B)(6).

Manufacturer narrative:
Product ID 338928, serial # (B)(4), product type lead. Analysis of the lead (model # 3389-28, lot # 0205392724) found no significant anomaly. It was suspected there were body fluids in the lead body, but no performance impact was found. Continuity was acceptable on all circuits. No shorts were reported. An impedance test with the lead connected to a known good external neurostimulator and multi-lead screening cable found good impedance on every electrode pair.